Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Visual inspection of the device found no anomaly on the helix, helix length is within specification. Further analysis performed found no anomaly, the device was able to be interrogated successfully with merlin programmer throughout analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. After fixation, it was noted that the lp was unable to be interrogated. Troubleshooting was performed but was unsuccessful. The lp was removed and a large clot was noted in the helix. The physician gave the patient medication and implanted a new lp with no further issues. The patient was stable.